Event description:
Pt was seen in ER after exposure to latex gloves at the dentist. Pt was showing symptoms of an allergic reaction. Bronchospusm, wheezing, chest lightness and itchy areas on face and mouth. Pt's blood pressure was 90/46. Epinephrine sq was given along with oral benadryl. Pt was 4 months pregnent. Pt was a nurse who subsequently had to leave the profession because of this allergy.